Event description:
Doctor reported in a letter regarding an implant fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. Product evaluation: one (1) unknown zimmer implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the instructions for use (IFU), and risk management file (rmf).functional testing to recreate the reported event could not be performed due to device not being returned for analysis. The customer did not provide product experience report (per). X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'precautions' 'breakage' additionally, per the IFU, fracture/failure may result from patient factors such as clenching. DHR review: DHR review and complaint history review by item/lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information. Post market trend review: nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable.